Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported a leak from the saline drip chamber after 1000 ml of whole blood had been processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer will return the kit for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m311 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot m311 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. At the time of this report, the analysis of the returned kit still in process. A final report will be filed when the analysis is complete. (B)(4). H.m. 2024.

Manufacturer narrative:
The complaint kit and smart card were returned for investigation. A review of the data recorded on the returned smart card showed the treatment was aborted after 1357 ml of whole blood had been processed. The saline drip chamber and saline tubing were the only kit components returned for evaluation. A pressure test was performed on the saline spike chamber and tubing line. The saline spike chamber was capped, and residual liquid left in the line could be seen leaking from the connection between the saline spike chamber port and the saline tubing. The saline tubing was removed from the bond port for further inspection. Evaluation of the tubing verified solvent was present around the circumference of the tubing and that it was fully inserted into the port. A material trace of the spike chamber assembly and tubing used to build lot m311 did not find any non-conformances. A device history record review did not identify any related non-conformances. This kit lot had passed all lot release testing. The root cause of the tubing leak was most likely a weak bond joint between the saline spike chamber port and tubing; however, a definitive root cause could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4) 11-oct-2024.